Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 25 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, after removing the nasogastric tube, it was found that there was a pinhole in the main body of the tube.

Manufacturer narrative:
Additional information: d4, h4, h6. The device history record for lot 30234390 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Sample evaluation revealed that the reported hole in the nasogastric tube was located near the y-connector port which is external to the patient. A hole on the portion outside of the patient would not cause or contribute to serious injury. This complaint has been downgraded to not reported. No further information will be provided for this report, 9611594-2024-00141. All information reasonably known as of 05 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.